Event description:
The complainant reported that a female patient underwent esophageal band ligation by way of a speedband multiple band ligator device. It was reported that during unpacking, the speedband device bands appeared to "jut out". Also, the physician elected to use this device and reported that the "firing failed" during the procedure. The grade of varices was not reported. The procedure was completed successfully using a second speedband device. The patient did not experience any complications or ill effects as a result of the reported event and was reported to have been in "good" condition following the completion of the procedure.

Manufacturer narrative:
The device is currently in transit to the manufacturer's investigation site so an evaluation has not yet begun; thus, root cause analysis results are not available. However, a review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. Also, the february 2007 15 month trend chart for the multiple ligator product family, including all failure modes, was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. The complaint action limit of this product has not been exceeded. Specific to this failure mode, a total of four complaints for this product family were reported in december 2006, five were reported in january 2007 and three were reported in february 2007. The manufacturer's fmea indicates an anticipated rate for failure to deploy for the product to be 0.25%. Due to the low number of increased complaints (total increase of 13 complaints for the product family overall), the low magnitude of the number complaints relative to failure mode (a total of 12 complaints during 3 months), and the low clinical severity of the failure mode, no further specific action is warranted at this time.